Event description:
The customer contacted baxter's technical service center for assistance to end therapy, which occurred on the homechoice (hc) during use. Caregiver (cg) stated they had the machine set up and accidentally pressed go putting the machine into initial drain, but patient was not ready to connect. Cg stated he was trying to start over with new supplies, but could not open the door. The baxter technical service representative (tsr) assisted with ending therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This device was not returned. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Device has been returned and will now be evaluated. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The caregiver stated that they had the machine set up and accidentally pressed go putting the machine into initial drain, but patient was not ready to connect. The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. However, due to additional therapies being performed and overwriting the previous therapy information, there is no data available from the event and therapy logs. The assignable cause for the reported incident determined to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.